Event description:
The trilogy 100 ventilator was returned to a third-party service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a failed repair test (o2 low flow). The root cause isn't confirmed at this time. Additionally, during the service of the device, components were replaced as part of maintenance of the device. The confirmed software version 14.2.05. If any additional information is received, a follow-up report will be filed.